Event description:
Nurse removed ngt catheter and noted the magnet was missing. Nurse was unable to retrieve the magnet. Ent surgeon removed the magnet from the patient's right nasal cavity. The patient is stable and has suffered no ill effects from the event. The user facility reported the event to the manufacturer, amt, and also returned to them the magnet that was retrieved.